Event description:
A physician performed revision of an occular scar, and periorbital (under the eyes) and perioral resurfacing. Subsequent to the resurfacing procedure, the doctor found that the pt's skin did not heal as expected. The pt developed ectropion of the lower eyelids. Surgical intervention was required to treat the scarring.